Event description:
Correction: the initial MDR submitted on september 26, 2025, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. There is no allegation of deficiency against the cochlear device.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 due to pain and MRI interference. It is unknown if there are plans to re-implant the patient as of this date of report.